Event description:
Harrell bronchoscope unsheathed cytology brush - ref # 000140, lot # 202304184, exp 04/16/2028. - brush head came off inside pt's left lower lobe. Dr. (B)(6) retrieved it using ion cath, pulmonary forceps and theraputic bronchscope.